Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2010 after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR number 1225714-2013-01841.

Manufacturer narrative:
This is one of two device reports associated with this event. The two associated manufacturer report numbers related to this event for devices) are 1225714-2013-01841 and 1225714-2013-01842. Additional information has been requested and will be submitted upon receipt accordingly.